Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that patient had a replacement of the l4 drg lead. Effective therapy was achieved post operatively .

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported that stimulation was unable to increase amplitude. X-rays showed that the contacts on lead at l4 had high impedances. To address the issue patient may be awaiting surgical intervention at a later date .